Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733763, serial/lot #: unknown. Analysis of the 9733763 found insufficient information. At least three documented attempts have been made to retrieve archives with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that the surgeon was 3 inches off midline/posterior inaccurate. Touch and go registration was used. It was mentioned that the surgeon had to threshold the model a fair amount to make it usable for the registration. It was stated that surgeon noticed the inaccuracy before choosing to navigate and decided to abort navigate and resect the tumor free had. The procedure was completed without the use of navigation. There was a delay of 10 minutes. No known impact on patient outcome.